Manufacturer narrative:
The ipg passed performance and visual inspection tests performed. The paddle lead passed visual inspection. No anomalies were observed with the devices. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, (B)(4), description: artisan 2x8 paddle lead (lim), 70 cm the explanted. Devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to the pocket opening. The physician believes the pocket opened due to weak connective tissue caused by the patient's diabetes. The device was working properly prior to being explanted. The patient was given IV antibiotics prior to the surgery. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to the pocket opening. The physician believes the pocket opened due to weak connective tissue caused by the patient's diabetes. The device was working properly prior to being explanted. The patient was given IV antibiotics prior to the surgery. The patient was reportedly doing well following the procedure.